Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a gastric sleeve surgery in which floseal was used. It was reported the surgeon did not irrigate excess floseal after hemostasis was achieved. Eight days post-operation, the patient developed sepsis. An exploratory laparoscopy was performed and a large abscess was seen on the staple line with splenic and splenic artery contact. It was reported the team did not observe any leaks on the staple line. No further detail was provided regarding treatment, medical interventions or the patient outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.